Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer called to report low blood glucose. The blood glucose reading went as low as 38 mg/dl during the phone call. The paramedics were called to customer's home for treatment. The customer later called back to troubleshoot the insulin pump. The insulin pump was programmed correctly and it had not been exposed to any magnetic fields. Nothing further was reported.